Manufacturer narrative:
The power tray was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the power tray analysis. Lot number of concomitant product: rev 03, s/n#: iec (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861, lot/serial: rev # s/n n/a h3, h6: a medtronic representative went to the site to test the equipment. Testing found that the image acquisition system (ias) was not charging with umbilical cable plugged up. The ias power tray was not supplying power to charger assembly. The power tray was replaced and system was working properly. The kit svc o2 bi71000861 tray o2 ias power has been returned to the manufacturer, however, analysis has not been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was in a procedure when the imaging system stopped taking images. The imaging system successfully completed an initial spin and then when attempting a confirmation scan the imaging system would not allow a scan to start. After reboot the site started to receive a software mismatch error. The system was rebooted 2 more times but still received a software mismatch error. The site brought in another imaging system to finish the case. A manufacturing representative (rep) was notified of the issue and attempted to reboot and troubleshoot, but was unable to exit the 3d mode. The rep was able to remote into the image acquisition system (ias), but was unable to fix the status. There was a less than hour surgical delay and no impact on patient outcome.